Event description:
A recall for this issue was initiated on (B)(6) 2015. Patient was under machine when it fell and it struck him on the head. Minor cut but no stitches required.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).